Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery could not be charged. The customer continued to use the pump and manual insulin injections for insulin therapy. Customer's blood glucose was 300 mg/dl.